Event description:
It was reported that post a stenting treatment procedure, reduced blood flow was noted requiring intervention. The lesion was located in an unspecified coronary vessel. A veriflex stent of unknown size was placed in the lesion. Approximately 6 months later the patient had a stress test and a constriction and reduction in blood flow was noted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). It was further reported that the patient experienced chest pain and discomfort.

Manufacturer narrative:
If implanted, give date - (B)(6) 2010 device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was further reported that the patient experienced chest pain and discomfort.